Manufacturer narrative:
Information contained in this medwatch was previously reported via asr on 28/jan/2017. Allergan has initiated an investigation into this late report. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis results: visual analysis of the returned device identified: white particles on inner shell surface, white calcification-like particles on outer shell surface, wear abrasion, fold creases, one curved opening on anterior side, one curved extended opening along anterior, posterior and radius. Additionally observed what appears to be a crater like appearance on shell surface and one workmanship issue due to void on valve side, in texture side, out specification per qa199.06. No further investigation will be performed as device information is permanently unknown. A leak test was performed which identified more than three openings on the shell. A microscopic analysis was performed which identified one extended striated edge opening in radius consistent with use of a surgical tool, one curved striated edge opening in radius consistent with use of a surgical tool, two curved striated edge opening in anterior side consistent with use of a surgical tool, and one curved smooth crease opening in the anterior side assessed as fold flaw opening. A fill inspection was performed and identified no blockage in valve. Based on the device analysis the final assessment is: one extended opening due to surgical damage. Three openings on shell due to surgical damage like. A opening on shell due to fold flaw opening. Workmanship: observed void on valve side out specification per qa199.06 (texture side). Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation- breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Additional complications ¿ after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants.

Event description:
Healthcare professional reported a right side implant deflated and filled with "white" fluid. Additionally, ¿the capsule was palpated and was highly calcified.¿ the device has been explanted.